Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode prior to a MRI-scan. It was noted that on (B)(6) 2018, the patient underwent an MRI and the facility was not aware that the patient had a crt-d. Patient was scanned, and that was probably the reason for backup vvi. Device download was performed successfully. Patient was stable.